Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate properly. An interoperative photo was provided. Present in the photo is at least one fastener that appears to be not fully fixated to the mesh (proud). However, review is inconclusive. A same lot sample is reported to be available for evaluation; however, at this time it has not been received. Based on the information available at this time and without having a physical sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic abdominal wall hernia surgery, the sorbafix enhanced fixation device failed to fixate properly. It was reported that only a few fasteners could be fixated and it was very difficult to fixate the mesh. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate properly. An interoperative photo was provided. Present in the photo is at least one fastener that appears to be not fully fixated to the mesh (proud). However, review is inconclusive. A same lot sample is reported to be available for evaluation; however, at this time it has not been received. Based on the information available at this time and without having a physical sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Addendum: h11: this supplemental emdr is submitted to correct the annex c code & term and manufacture narrative. Available photo evaluation confirmed the reported issue; however, it did not yield a definitive root cause. Based on the information available and without having the sample to evaluate, no conclusions can be made. Updated fields: b4, g3, g6, h2, h11 corrected field: h6 (annex code & term), h10(manufacturer narrative) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic abdominal wall hernia surgery, the sorbafix enhanced fixation device failed to fixate properly. It was reported that only a few fasteners could be fixated and it was very difficult to fixate the mesh. There was no patient injury.